Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted at this time. A call to technical service placed on (B)(6) 2016 stated that this lead had noise due to sensing, at max at 0.15 mv. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).